Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pumping stopped. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 130 mg/dl.